Event description:
I used a CPAP cleaner and I have been sick all summer. I went to the hospital twice with hard to breathe, coughing, asthma symptoms. I used the moyeah ventilation disinfector model c966. I went on the computer to just check side effects of that cleaning product and I have most of the symptoms. I've been to a pulmonary doctor go on for so many tests and in and out of the hospital and it dawned on me that my cleaning machine could be the culprit that's why I looked up the effects. I haven't been back to my doctor yet to get my results. As of today october 6, I will not be using that cleaning machine and hopefully will start to get better. FDA safety report ID# (B)(4).